Event description:
During a laparoscopic cholecystectomy, according to nurse - the hemoclips were not coming out straight - were coming out at an angle. Increased time 10 mins. There was no pt consequence. One device will be returned and one device was discarded.